Event description:
The customer contact reported an operator error resulting in the pt receiving more medication than intended. At an unspecified time, the device was programmed to deliver hydromorphone 1mg/ml with a 0.2mg pca dose. No further programming parameters were provided. The customer contact reported that the pt, "gave herself several pca injections with the tubing clamped off." After an unspecified length of time, the nurse noted "the clamp was on, unclamped the tubing and the pt received a large bolus of the pca medication and had to have narcan as a result." The customer contact reported that the pt was "very sensitive to the drug." The device was removed from clinical service. During testing at the user facility, the device passed testing. The customer contact indicated that this was an operator error not a device issue. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. During testing at the user facility, the device passed testing. The customer contact indicated that this was an operator error not a device issue.